Event description:
Same case as manufacturer report 3005188751-2012-00048, 3005188751-2012-00049, 2030404-2012-00039, 2030404-2012-00040. It was reported during an atrial fibrillation ablation procedure, the pt developed a pericardial effusion. A spiral catheter with a transseptal sl-1 sheath, a sjm decapolar catheter a safire blu catheter and an agilis sheath were used during the procedure. The left superior, inferior and right superior veins were isolated with no issue. During isolation of the right inferior vein, the pt became hypotensive. With the use of fluoroscopy and intracardiac echocardiography a pericardial effusion was noted posterior. A pericardiocentesis was performed and the pt stabilized. Additional info was requested and is not available.

Manufacturer narrative:
Method: the device was not returned for evaluation. Review of the device history records was not possible, as the lot number for the device is unk. A root cause cannot be determined as the device was not returned for evaluation.